Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient's ipg was depleted and could not get it to charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient's ipg was depleted and could not get it to charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Sc-1132/ (sn (B)(4)) device evaluation indicated that the complaint of the excessive battery depletion issue was not verified. The depleted ipg was charged to 3.926 volt in one cycle. The daily battery depletion rate without any stimulation was within the range, 6.20 mv. In low power idle mode without any stimulation, the quiescent current measured within the range, 19 ua average at a voltage of 4.0 v. The latest program 11a (hr3d) revealed high-current setting (4.1ma/120us/1000hz). The setting program 12 (burst3d) had four concurrent settings (3.8ma/500us/400hz). As device's quiescent current remained within the range, it suggests that the patient's high-current settings might be the source of the faster battery depletion. The ipg passed all the required tests and revealed normal device characteristics.

Event description:
A report was received that the patient's ipg was depleted and could not get it to charge. The patient will undergo an ipg replacement procedure.